Manufacturer narrative:
A corrected manufacture date was provided to us. After it was received, the pacemaker underwent a visual inspection. Scratches were found on the inscribed side of the device. Next, the pacemaker was interrogated. Interrogation was only possible by manually selecting the implant from the implant list. This circumstance leads to the assumption of existing damage within a specific memory region, responsible for the identification of the implant. The memory region was corrected by the manual interrogation of the implant. The interrogation of the device was then possible without problems in the further course of the analysis. The analysis did not provide any further indications for a dysfunction of the device. The pacemaker's capability to provide therapy was tested. Both the antibradycardic output signal and the signal sensing were normal. The pacemaker showed a specification-conforming behavior in regard to its therapy function. In summary, the analysis of the pacemaker identified damaged memory content, which led to the clinical observation. The cause for the damaged memory content could, however, not be determined. It cannot be ruled out that external influences, such as strong electromagnetic fields, have contributed to it. There was no material defect or manufacturing error.

Event description:
Ous MDR - the pacemaker could not be interrogated, the ECG showed regular function of a magnet rate 90, pacing of the ventricle at known sinus bradycardia.